Manufacturer narrative:
Explant was reported due to a tear. The investigation found that leaflets 1 and 2 were torn and contained folds which would have caused incomplete coaptation. There was pannus on the outflow surface of leaflet 1, which had acute and chronic inflammation. A gram stain was negative for organisms. No significant calcifications or stent deformation were present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. This was inclusive of a review of the manufacturing videos, which contained no evidence of anomalies during functional inspection. In the absence of any calcification or evidence of infection, the reported event is consistent with a non-calcific leaflet tear. A non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. In this case, histological evaluation did not demonstrate loss of collagen at the tear site. The cause of the leaflet tear could not be conclusively determined; however, the pannus noted on leaflet 1 along with the selected valve size (27 mm) larger than the replacement valve (25 mm), is possible evidence of oversizing. This had the potential to induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during coaptation, leading to leaflet tears and reduced durability.

Manufacturer narrative:
Further information regarding this event has been requested. The investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2017, a 27mm trifecta gt valve was implanted in the patient's aortic position with non-everting mattress suture technique using pledgets. An abbott sizer was used in the surgery. The patient was hospitalized due to acute heart failure, and severe aortic regurgitation was confirmed by echocardiogram. A re-do avr was performed without delay on (B)(6) 2020, and trifecta gt valve was explanted, replaced with a 25mm magna mitral ease(by edwards lifesciences). Upon explant, a tear was observed on the ncc and the rcc leaflets, causing incomplete coaptation near the stent and the commissure. The patient is in stable condition postoperatively. It was reported that the implant was performed by another surgeon at the hospital who has already retired. Although the cause of the tear is unknown, the explant surgeon thinks the issue was due to the valve.

Manufacturer narrative:
Explant was reported due to a tear. The investigation found that leaflets 1 and 2 were torn and contained folds which would have caused incomplete coaptation. There was pannus on the outflow surface of leaflet 1, which had acute and chronic inflammation. A gram stain was negative for organisms. No significant calcifications or stent deformation were present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. This was inclusive of a review of the manufacturing videos, which contained no evidence of anomalies during functional inspection. In the absence of any calcification or evidence of infection, the reported event is consistent with a non-calcific leaflet tear. A non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. Histological evaluation did reveal loss of collagen at the tear site, which could have contributed to the tear formation. In addition, the pannus noted on leaflet 1 along with the selected valve size (27 mm) larger than the replacement valve (25 mm), is possible evidence of oversizing. This had the potential to induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during coaptation, leading to leaflet tears and reduced durability.